Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the surgery that was "butchered" was in 2014 and caused these other problems but was not related to the patient's interstim. The cause was a vaginal hysterectomy, hemorrhoidectomy in 2014, pubovaginal sling, and an uterosacral repair. It was reported that the health care professional removed the sling in (B)(6) 2016 and the patient had also been in physical therapy. It was reported that the utis started in 2014 after gyn surgery and was due to incomplete bladder emptying and mesh placement. Cultures were sent and they were treated with prophylaxis. The uti's were related to the patient's underlying urinary dysfunction but not to their device or therapy.

Event description:
The consumer reported that there was no therapeutic benefit and no improvement in symptom control since she received implant, one adjustment was made. There was no fall or trauma related to this issue. It was noted that the patient was kicked right on her implant on (B)(6) 2016. The patient did not know how to use the programmer. When it was connected, it was determined that the implant was off. The patient was successfully able to turn stimulation back on. She planned to monitor her results; she had a follow up appointment the week after report. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. Additional information was received from the consumer who indicated that the patient's surgery was "butchered" and the patient was having utis and was urinating constantly. A later call from the consumer indicated that the patient was experiencing pain and that the patient "can't control [the device] or change it." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.